Manufacturer narrative:
The complaint of allows air in line could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
Evaluation of the device is anticipated. However, the device has not yet been returned to the manufacturer.

Event description:
The event involved an unknown sapphire set. The customer reported that they observed air bubbles in the tubing despite priming. The customer stated that the product was either lot: 484956 (sapphire primary piggyback set, 15 micron filter in sight chamber, 2 clave y-sites, 281 cm) or lot: 5287480 (sapphire primary 1.2 micron filter set, non-vented, clave y-site, 289 cm). The date of the event was unknown. The status of the product at the time of event is unknown. There was unknown patient involvement and unknown human harm.